Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was placed during a cystocele repair procedure. As the physician used hemostats to pull each leg assembly through the corresponding sacrospinous ligament, the dilators detached. The dilators remained grasped by the hemostats and did not fall into the patient. The physician stated that the patient's extremely tough and dense tissue caused the detachments. There were no complications to the patient, who was fine at the conclusion of the procedure.